Manufacturer narrative:
A ge rep evaluated the system, and determined the camera needs to be replaced. This MDR is related to ge healthcare complaint.

Event description:
The customer reported poor image quality. No pt injury was reported.